Event description:
Tech found bed with no bed functions, but indicated ac power available. He checked several possible causes for the lack of bed siderail function and found fuse blown. He couldn't locate reason for the blown fuse. He replaced fuse to correct problems.